Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: plate broke in situ. Additional information has been requested.

Manufacturer narrative:
(B)(4): review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. (B)(4): placeholder.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. A device history records review has been requested. Placeholder.